Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the front enclosure was replaced on site which resolved the report. The device will not be returning to zoll for evaluation.

Manufacturer narrative:
This device was manufactured before the UDI requirements. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device intermittently failed to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.